Event description:
It was reported that the patient experienced an unspecified battery malfunction and the backup controller and 6 batteries were exchanged. No patient complications were reported as part of the event. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: the controller and batteries with unknown serial numbers were not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. There is insufficient information regarding the reported event. As a result, the reported event could not be confirmed. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku, device available for evaluation: no. Mfg date: unk, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku, device available for evaluation: no. Mfg date: unk. Labeled for single use: no. Brand name: heartware ventricular assist system ¿ battery, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku, device available for evaluation: no. Mfg date: unk, labeled for single use: no. (B)(4). This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.